Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported embolism/embolus associated with the conservative assessment that the unknown structure embolized into the anatomy would be due to the thrombus structure. The cause of the reported thrombosis/thrombus (mitral / tricuspid valve: medical treatment) associated with the unknown structure on the sgc tip could not be confirmed. The cause of the reported perforation (atrial: no treatment) associated with the conservative assessment that the structure was tissue from a tissue injury could not be determined. The reported patient effects of perforation, thrombosis/thrombus, and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a septal tissue injury, thrombus, embolus, and intervention. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr). During a mitraclip procedure, as the steerable guide catheter (sgc) crossed into the left atrium a clot or piece of septal tissue was observed on tip. The sgc was then pulled back into the right atrium, and the clot or tissue remained on the tip. The scg was removed from the anatomy, and the object was no longer on the tip. The active clotting time (act) was rechecked and below 250. Additional heparin was administered. The guide was completely flushed and re-prepared. Once act was above 250, the procedure continued. The final mr was grade 1+ after 1 mitraclip was implanted. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.